Event description:
Due to infection the device was explanted on (B)(6) 2024. The user suffered from otitis media which spread to the level of the implant. The infection has been confirmed by cultures: staphylococcus aureus. The issue started 2,5 months prior. At the explantation surgery the housing was in place and hearing was not affected. Re-implantation is considered at a later time point.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Damage found during investigation is most likely related to the removal surgery. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely otitis media which spread to the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to infection the device was explanted on (B)(6) 2024. The user suffered from otitis media which spread to the level of the implant. The infection has been confirmed by cultures: staphylococcus aureus. The issue started 2,5 month ago. At the explantation surgery the housing was in place and hearing was not affected. Re-implantation is considered on a later time point.